Event description:
It was reported that during an inferior vena cava filter placement in the left lower extremity via right common femoral vein, the filter legs allegedly could not be opened and were allegedly entangled together. It was further reported that the operator used loop and catheter pulling methods, which were unable to open the entangled filter legs, and finally the filter was removed using a grasper. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, photo and image were provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one denali femoral filter kit returned for evaluation. During visual evaluation, no anomalies were noted to the distal ends of both dilators and introducer sheath. The filter was received deployed. Filter limbs were present, and filter legs were noted to be crossed. Due to nature of complaint, no functional testing was performed. Two photos were provided and reviewed. The first photo shows the labeling details of the device that match with the information available in trackwise. The second photo shows the medical professional holding the denali filter, and filter legs were noted to be crossed. No other anomalies were noted. One fluoroscopic image was provided and reviewed. The image depicts the device deployed with the lower level (long) legs tethered together. Therefore, the investigation is confirmed for the reported activation failure including expansion failures as filter legs were noted to be crossed. A definitive root cause for the reported activation failure including expansion issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an inferior vena cava filter placement in the left lower extremity via right common femoral vein, the filter legs allegedly could not be opened and were allegedly entangled together. It was further reported that the operator used loop and catheter pulling methods, which were unable to open the entangled filter legs, and finally the filter was removed using a grasper. The procedure was completed using another device. There was no reported patient injury.